Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6)-year-old, female patient who was receiving morphine (unknown concentration) at 0.86 mg/day and bupivacaine (unknown dose and concentration) via an implantable pump for spinal pain. In (B)(6) 2015, a computerized tomography (CT) scan and myelogram found that the catheter was being compressed by the syrinx and the spinal cord. At times the patient felt like she was being overdosed and at other times she felt like she was going through withdrawal. The withdrawal symptoms included nausea, vomiting, shakiness and anxiety. The patient said she felt like the medication was pooling in a certain area and was not being dispersed. The patient had periods of no pain relief and periods of being over medicated. Some days she was normal. When she woke up in the morning the symptoms were worse. On an unknown date, the catheter was replaced. If additional information becomes available, a follow-up report will be submitted.